Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive review but not during the functional testing. The user was able to clear the (ua) 45 error before the platform was returned to zoll for evaluation. The root cause for the (ua) 45 error was due to the driveshaft not being at "home position". The (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, during further testing, it was noticed that the encoder driveshaft could not rotate smoothly and exhibited binding and resistance. This might have caused difficulty for the user to clear the (ua) 45 error message. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The autopulse platform passed the initial functional testing without any fault or error. The archive data show the presence of a user advisory (ua) 45 error message that likely related to the drive shaft was not in the home position during the power on, thus confirming the reported complaint. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The load cell characterization test confirmed both load cell modules were functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4) was used to resuscitate a 76-year-old male patient (180 lbs) in cardiac arrest. Per the reporter, the patient had a history of chronic obstructive pulmonary disease (copd) and was taking numerous medications. The cardiac arrest was witnessed. The patient fell back in the kitchen and hit his head on the counter. No other signs of trauma were recorded by the first responders. The manual CPR was performed by the bystander and then continued by the first responders for approximately 2 minutes before the autopulse platform was used. Upon powering on, the autopulse platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The user tried to troubleshoot the error by lifting the lifeband and powering the platform on and off, however, the error could not be cleared. Immediately, the crew reverted to manual CPR for an unknown period until a lucas device was placed during the patient's transport. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced by an emergency room doctor. The cause of death is unknown. Per the reporter, the patient's death was not related to the autopulse platform.